Manufacturer narrative:
(B)(4): analysis of the pump revealed battery resistance high; battery failed the battery resistance waveform test with a high resistance of 1027 ohms.

Event description:
The pump was replaced prophylactically because it was about 5 years old. The returned paperwork noted the battery was depleted. The pt recovered without sequela. The device system was used to deliver baclofen 2000 mcg/ml at 300.1 mcg/day. The pump underwent routine analysis.